Event description:
The suspect device results were in the 100's mg/dl. The user dosed normal meds. Later in the day they felt weird. They went to the hospital and was admitted overnight with high glucose. They were given insulin. Controls were not used. The device was replaced and requested to be returned for evaluation.